Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, the balloon was placed and inflated at the ureterovesical junction with saline. During inflation, the balloon was noted to be leaking. A leveen inflator was used to inflate the balloon, but it is unknown at what pressure the leak occurred. The balloon did not burst inside the patient. It was reported that the procedure was completed successfully with no patient complications, however, it is unknown whether a new balloon or inflation device was used to do so. The patient was reported to be "stable" following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned with the balloon material fully deflated. The balloon could not be inflated to its' rated burst pressure (rbp) due to a pinhole in the balloon material located at the proximal transition zone. A tactile examination of the balloon catheter shaft revealed no defects.

Event description:
The patient age was reported to be over 18 years and the patient weight was reported to be (B)(6). The balloon defect was noted under fluoroscopy. The procedure was completed successfully with another uromax ultra balloon dilatation catheter.